Manufacturer narrative:
No device will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was an "alleged over infusion". The customer stated ; "possibly the nurse mixed the IV lines between the two pump modules and miss programed the proper doses. Although requested, no further details were provided by the customer for this event.